Event description:
It was reported that the patient expired. It was noted that the patient was non-compliant and missed three routine follow-up visits prior to his death. The family was contacted and they stated that the patient expired due to cardiomyopathy and diabetes. The physician stated that the primary cause of death is unknown. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.